Event description:
Approximately thirteen months after the implantation, the patient developed elevated vad power consumption and estimated flows. The patient was admitted to hospital where he was treated with thrombolysis. Vad parameters on reported to have decreased over the ensuing days without further increases. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
The patient developed hematuria and dyspnea. As of the date of this report, the patient remains hospitalized with complaints of fatigue but with no further hematuria.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate to the reported event. While the exact cause of the event cannot be conclusively determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. An increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.